Event description:
It was reported that a low priority 30176 (max air exceeded) alarm occurred on an amia automated pd system during peritoneal dialysis (pd) therapy. This occurred during an unspecified process step of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During the troubleshooting, it was reported that there was a leak from an unspecified location of the amia cassette that led to the alarm. The leak was further described as ¿some solution on the floor¿. Renal therapy services (rts) advised the patient to contact their nurse regarding the issue. Rts discussed continuous ambulatory peritoneal dialysis with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.